Event description:
Alaris module sent to biomedical engineering with a tag that read, "rate set to 10 ml/hr... Infused about 400 ml in 2 hours. Biomedical engineering discovered a broken platen spring top hinge. Additionally, as reported on previously submitted reports, we have greater than 20 of these modules which have been found to have the same hinge either broken or cracked. Most of these have not been involved in patient incidents.